Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and verified that the device experienced inappropriate loss of power. Physio determined that the cause of the reported issue was due to loose battery pins. Physio replaced the battery pins and after other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.